Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. Further information requested (weight ) but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was confirmed that the battery status was <2.73v and it was a true message. The ipg was replaced on (B)(6) 2020.